Manufacturer narrative:
Device evaluation: analysis of the extension found the ¿he #0 straight wire conductor broke between the #2 and #3 connectors, 1.7 cm from the distal end. The #1 and #2 straight wire conductors were broken at their respective connector crimp sleeves 1.2 and 1.6 cm from the distal end.¿

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Concomitant medical products: please note the extension implant date captured is only valid to the year. The month and day of implant were unavailable at the time of this report.

Event description:
It was reported the patient experienced an ¿issue¿ with their device¿s extension during the normal use of the product. It was noted the patient had received ¿effective therapy¿ following implant. However, impedance testing performed at the time of the ¿issue¿ found high impedances of ¿>40000¿ ohms on contacts 0, 1, and 2 with ¿ok¿ impedance values for their lead. The extension was reportedly ¿broken/fractured¿ and was replaced as a result. The patient had not experienced any known falls or traumas associated with the event. It was ¿unknown¿ whether the patient had experienced any symptoms or complications associated with the event. The patient was alive with no injury at the time of report and was receiving effective therapy following the replacement procedure. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# unknown, explanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
Product ID: 37085-60, serial# (B)(4), product type: extension. Please note the concomitant product information has been updated at this time.